Manufacturer narrative:
For the reported malfunction, the device is not expected to be returned; however, a photo was provided to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c implantable port allegedly experienced a detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) kg.

Manufacturer narrative:
H10: for the reported malfunction, the lot number was provided and lot history review was performed. The device was not returned. However, a photo was provided to bd for evaluation. The evaluation was inconclusive for detachment. A root cause could not be determined. The device is labeled for single use. H10: g4. H11: h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c implantable port allegedly experienced a detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 48 year old female patient was 63 kg.